Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. Therefore, an eval could not be competed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an an inoperable keypad. It was also reported there was no pt involvement.